Event description:
The customer received blood glucose readings of 214 and 97 mg/dl when testing with his 2 contour meters. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined the offer to troubleshoot and insisted his meter be replaced. A coupon for a replacement meter was sent to the customer. No product will be returned for eval.